Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: fundus/ expulsion of essure device") and endometrial ablation ("novasure endometrial ablation") in a 42-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vitamin d deficiency and nicotine dependence. Previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on (B)(6) 2015), mammogram abnormal, metabolic disorder and penicillin allergy. Concomitant products included metformin for metabolic disorder as well as cholecalciferol (vitamin d3), exenatide (byetta), fluconazole, lisinopril, progesterone, testosterone (testosterone) and thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain/cramp"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and endometrial ablation (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and endometrial ablation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue/ tired"), weight increased ("weight gain") and asthenia ("weak"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes/ allergic rash") and rash pruritic ("rashes or skin conditions type: pruritic"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: tah resulted in need for hrt/ mood swings"). On (B)(6) 2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog/ memory fog") and amnesia ("memory fog"). The patient was treated with estrogen nos and surgery ( robotic total laparoscopic hysterectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometrial ablation, mood swings, female sexual dysfunction, migraine, headache, rash pruritic, nausea, allergy to metals, dyspareunia, vaginal discharge, ovarian cyst, endometriosis, adenomyosis, feeling abnormal, fungal infection, asthenia and amnesia outcome was unknown, the procedural headache, fatigue and weight increased had not resolved and the dermatitis allergic, abdominal pain, abdominal distension and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, amnesia, asthenia, dermatitis allergic, device expulsion, dyspareunia, endometrial ablation, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, migraine, mood swings, muscle spasms, nausea, ovarian cyst, procedural headache, rash pruritic, vaginal discharge and weight increased to be related to essure. The reporter commented: essure was inserted successfully. She tolerated the procedure well. Date(s) of removal: (B)(6) 2015, (B)(6) 2016. The patient denies fever chills, nausea, and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubes were occluded current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rashes, headaches, nickel allergy, pelvic pain., endometriosis, adenomyosis, fungal infection, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs and mr received- new event novasure endometrial ablation, yeast infection, weakness were added. New reporter, race, historical and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: fundus/ expulsion of essure device") and endometrial ablation ("novasure endometrial ablation") in a 42-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vitamin d deficiency and nicotine dependence. Previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on (B)(6) 2015), mammogram abnormal, metabolic disorder, penicillin allergy, ovarian cyst, pelvic pain, uterine fibroids and adhesion. Concomitant products included metformin for metabolic disorder as well as colecalciferol (vitamin d3), exenatide (byetta), fluconazole, lisinopril, progesterone, testosterone (testosteron) and thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain/cramp"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and endometrial ablation (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and endometrial ablation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue/ tired"), weight increased ("weight gain") and asthenia ("weak"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes/ allergic rash") and rash pruritic ("rashes or skin conditions type: pruritic"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: tah resulted in need for hrt/ mood swings"). On (B)(6) 2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog/ memory fog") and amnesia ("memory fog"). The patient was treated with estrogen nos and surgery (robotic total laparoscopic hysterectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometrial ablation, mood swings, female sexual dysfunction, migraine, headache, rash pruritic, nausea, allergy to metals, dyspareunia, vaginal discharge, ovarian cyst, endometriosis, adenomyosis, feeling abnormal, fungal infection, asthenia and amnesia outcome was unknown, the procedural headache, fatigue and weight increased had not resolved and the dermatitis allergic, abdominal pain, abdominal distension and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, amnesia, asthenia, dermatitis allergic, device expulsion, dyspareunia, endometrial ablation, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, migraine, mood swings, muscle spasms, nausea, ovarian cyst, procedural headache, rash pruritic, vaginal discharge and weight increased to be related to essure. The reporter commented: essure was inserted successfully. She tolerated the procedure well date(s) of removal: (B)(6) 2015, (B)(6) 2016. The patient denies fever chills, nausea, and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-feb-2015: tubes were occluded pregnancy test - on an unknown date: negative . Current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rashes, headaches, nickel allergy, pelvic pain., endometriosis, adenomyosis, fungal infection, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2018: the case (B)(4) (MFR# 2951250-2018-02738) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added; patient's relevant medical history and lab test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: fundus/ expulsion of essure device") and endometrial ablation ("novasure endometrial ablation") in a 42-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vitamin d deficiency and nicotine dependence. Previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on (B)(6) 2015), mammogram abnormal, metabolic disorder, penicillin allergy, ovarian cyst, pelvic pain, uterine fibroids and adhesion. Concomitant products included metformin for metabolic disorder as well as cholecalciferol (vitamin d3), exenatide (byetta), fluconazole, lisinopril, progesterone, testosterone (testosterone) and thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain/cramp"). In january 2015, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and endometrial ablation (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and endometrial ablation (seriousness criterion medically significant). In march 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue/ tired"), weight increased ("weight gain") and asthenia ("weak"). In may 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes/ allergic rash") and rash pruritic ("rashes or skin conditions type: pruritic"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: tah resulted in need for hrt/ mood swings"). On (B)(6) 2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog/ memory fog") and memory impairment ("memory fog"). The patient was treated with estrogen nos and surgery (robotic total laparoscopic hysterectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometrial ablation, mood swings, female sexual dysfunction, migraine, headache, rash pruritic, nausea, allergy to metals, dyspareunia, vaginal discharge, ovarian cyst, endometriosis, adenomyosis, feeling abnormal, vulvovaginal mycotic infection, asthenia and memory impairment outcome was unknown, the procedural headache, fatigue and weight increased had not resolved and the dermatitis allergic, abdominal pain, abdominal distension and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, asthenia, dermatitis allergic, device expulsion, dyspareunia, endometrial ablation, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, headache, memory impairment, migraine, mood swings, muscle spasms, nausea, ovarian cyst, procedural headache, rash pruritic, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was inserted successfully. She tolerated the procedure well date(s) of removal: (B)(6) 2015, (B)(6) 2016 the patient denies fever chills, nausea, and vomiting diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubes were occluded pregnancy test - on an unknown date: negative current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rashes, headaches, nickel allergy, pelvic pain., endometriosis, adenomyosis, fungal infection, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("malposition of essure device location of device: fundus") in a 42-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on 10-mar-2015), mammogram abnormal and metabolic disorder. Concomitant products included metformin for metabolic disorder as well as colecalciferol (vitamin d3), exenatide (byetta), fluconazole, lisinopril, progesterone, testosterone (testosteron) and thyroid (armour thyroid). On an unknown date, the patient started estrogen nos at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In january 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced the second episode of device expulsion ("expulsion of essure device") and abdominal pain ("abdominal pain/cramp"). In march 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). In may 2016, the patient experienced rash pruritic ("rashes or skin conditions type: pruritic"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes describe: tah resulted in need for hrt"), the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), the second episode of dermatitis allergic ("allergic rash"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and feeling abnormal ("brain fog"). The patient was treated with surgery (10mar2015 bilateral salpingectomy, 12aug2016 total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of device expulsion, hormone level abnormal, female sexual dysfunction, migraine, headache, rash pruritic, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, ovarian cyst, endometriosis, adenomyosis and feeling abnormal outcome was unknown, the procedural headache had not resolved and the abdominal pain, abdominal distension, muscle spasms and the last episode of dermatitis allergic had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, migraine, muscle spasms, nausea, ovarian cyst, procedural headache, rash pruritic, vaginal discharge, weight increased, the first episode of dermatitis allergic, the first episode of device expulsion, the second episode of dermatitis allergic and the second episode of device expulsion to be related to essure. The reporter commented: essure was inserted successfully. She tolerated the procedure well date(s) of removal: (B)(6) 2015, (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-feb-2015: tubes were occluded current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: fundus/ expulsion of essure device/one coil has dislodged.") And endometrial ablation ("novasure endometrial ablation / ablation") in a 42-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency and nicotine dependence. Previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on (B)(6)2015), mammogram abnormal, metabolic disorder, penicillin allergy, ovarian cyst, pelvic pain, uterine fibroids and adhesion. Concomitant products included metformin for metabolic disorder as well as cetirizine hydrochloride, colecalciferol (vitamin d3), exenatide (byetta), famotidine, fluconazole, lisinopril, progesterone, testosterone (testosteron) and thyroid (armour thyroid). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced abdominal pain ("abdominal pain/cramp"). In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and underwent endometrial ablation (seriousness criterion medically significant). In (B)(6)2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue/ tired") and asthenia ("weak") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes/ allergic rash") and rash pruritic ("rashes or skin conditions type: pruritic/insanely itchy that was responsive to steroids"). On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy / heavy metal detox"). On (B)(6)2016, the patient experienced mood swings ("hormonal changes describe: tah resulted in need for hrt/ mood swings"). On (B)(6)2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog/ memory fog"), memory impairment ("memory fog"), rash ("rash/ face breakouts"), skin disorder ("skin issue"), somnolence ("groggy and sore"), uterine inflammation ("uterus inflammation"), palpitations ("heart palpitation"), urine odour abnormal ("different smell when I urinate"), pain ("sore") and arthralgia ("my hips hurts every time I get up to walk") and was found to have blood pressure decreased ("I am 1 day post complete hysterectomy and so far my bp is down") and blood pressure increased ("I started having bp elevated/ my bp elevated."). The patient was treated with estrogen nos and surgery (robotic total laparoscopic hysterectomy with bilateral oophorectomy, salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, endometrial ablation, mood swings, female sexual dysfunction, migraine, headache, rash pruritic, nausea, allergy to metals, dyspareunia, vaginal discharge, ovarian cyst, endometriosis, adenomyosis, feeling abnormal, vulvovaginal mycotic infection, asthenia, memory impairment, skin disorder, somnolence, uterine inflammation, palpitations, blood pressure decreased, urine odour abnormal, pain, arthralgia and blood pressure increased outcome was unknown, the procedural headache, fatigue, weight increased and rash had not resolved and the dermatitis allergic, abdominal pain, abdominal distension and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, blood pressure decreased, blood pressure increased, dermatitis allergic, device expulsion, dyspareunia, endometrial ablation, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, headache, memory impairment, migraine, mood swings, muscle spasms, nausea, ovarian cyst, pain, palpitations, procedural headache, rash, rash pruritic, skin disorder, somnolence, urine odour abnormal, uterine inflammation, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was inserted successfully. She tolerated the procedure well date(s) of removal: (B)(6)2015, (B)(6)2016. The patient denies fever chills, nausea, and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: tubes were occluded. Pregnancy test - on an unknown date: results: negative. Diagnostic results: current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rashes, headaches, nickel allergy, pelvic pain., endometriosis, adenomyosis, fungal infection, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: social media received. Concomitant drugs added. Events rash, skin issue, groggy, sore, insanely itchy that was responsive to steroids, uterus inflammation, heart palpitation, I started having bp elevated/ my bp elevated,I am 1 day post complete hysterectomy and so far my bp is down different smell when I urinate, my hips hurts every time I get up to walk added. Out come of rash added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: fundus/ expulsion of essure device/one coil has dislodged.') And endometrial ablation ('novasure endometrial ablation / ablation') in a 42-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency and nicotine dependence. Previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on (B)(6) 2015), mammogram abnormal, metabolic disorder, penicillin allergy, ovarian cyst, pelvic pain, uterine fibroids and adhesion. Concomitant products included metformin for metabolic disorder as well as cetirizine hydrochloride, colecalciferol (vitamin d3), exenatide (byetta), famotidine, fluconazole, lisinopril, progesterone, testosterone (testosteron) and thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/cramp"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue/ tired") and asthenia ("weak") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes/ allergic rash") and rash pruritic ("rashes or skin conditions type: pruritic/insanely itchy that was responsive to steroids"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy / heavy metal detox"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: tah resulted in need for hrt/ mood swings"). On (B)(6) 2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog/ memory fog"), memory impairment ("memory fog"), rash ("rash/ face brokeouts"), skin disorder ("skin issue"), somnolence ("groggy and sore"), uterine inflammation ("uterus inflammation"), palpitations ("heart palpitation"), urine odour abnormal ("different smell when I urinate"), pain ("sore"), arthralgia ("my hips hurts every time I get up to walk/ joint pain") and oropharyngeal pain ("sore throat") and was found to have blood pressure decreased ("I am 1 day post complete hysterectomy and so far my bp is down") and blood pressure increased ("I started having bp elevated/ my bp elevated."). The patient was treated with estrogen nos and surgery (robotic total laparoscopic hysterectomy with bilateral oophorectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometrial ablation, mood swings, female sexual dysfunction, migraine, headache, rash pruritic, nausea, allergy to metals, dyspareunia, vaginal discharge, ovarian cyst, endometriosis, adenomyosis, feeling abnormal, vulvovaginal mycotic infection, asthenia, memory impairment, skin disorder, somnolence, uterine inflammation, palpitations, blood pressure decreased, urine odour abnormal, pain, arthralgia, blood pressure increased and oropharyngeal pain outcome was unknown, the procedural headache, fatigue, weight increased and rash had not resolved and the dermatitis allergic, abdominal pain, abdominal distension and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, blood pressure decreased, blood pressure increased, dermatitis allergic, device expulsion, dyspareunia, endometrial ablation, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, headache, memory impairment, migraine, mood swings, muscle spasms, nausea, oropharyngeal pain, ovarian cyst, pain, palpitations, procedural headache, rash, rash pruritic, skin disorder, somnolence, urine odour abnormal, uterine inflammation, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was inserted successfully. She tolerated the procedure well date(s) of removal: (B)(6) 2015, (B)(6) 2016 the patient denies fever chills, nausea, and vomiting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: tubes were occluded. Pregnancy test - on an unknown date: results: negative. Diagnostic results: current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rashes, headaches, nickel allergy, pelvic pain, endometriosis, adenomyosis, fungal infection, ovarian cyst. Concerning the injuries reported in this case, the following one was reported via social media: ropharyngeal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: social media received- new event sore throat was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: fundus/ expulsion of essure device/one coil has dislodged.') And endometrial ablation ('novasure endometrial ablation / ablation') in a (B)(6) female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency and nicotine dependence. Previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on (B)(6) 2015), mammogram abnormal, metabolic disorder, penicillin allergy, ovarian cyst, pelvic pain, uterine fibroids and adhesion. Concomitant products included metformin for metabolic disorder as well as cetirizine hydrochloride, colecalciferol (vitamin d3), exenatide (byetta), famotidine, fluconazole, lisinopril, progesterone, testosterone (testosteron) and thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/cramp"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue/ tired") and asthenia ("weak") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes/ allergic rash") and rash pruritic ("rashes or skin conditions type: pruritic/insanely itchy that was responsive to steroids"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy / heavy metal detox"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: tah resulted in need for hrt/ mood swings"). On (B)(6) 2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog/ memory fog"), memory impairment ("memory fog"), rash ("rash/ face brokeouts"), skin disorder ("skin issue"), somnolence ("groggy and sore"), uterine inflammation ("uterus inflammation"), palpitations ("heart palpitation"), urine odour abnormal ("different smell when I urinate"), pain ("sore"), arthralgia ("my hips hurts every time I get up to walk/ joint pain") and oropharyngeal pain ("sore throat") and was found to have blood pressure decreased ("I am 1 day post complete hysterectomy and so far my bp is down") and blood pressure increased ("I started having bp elevated/ my bp elevated."). The patient was treated with estrogen nos and surgery (robotic total laparoscopic hysterectomy with bilateral oophorectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometrial ablation, mood swings, female sexual dysfunction, migraine, headache, rash pruritic, nausea, allergy to metals, dyspareunia, vaginal discharge, ovarian cyst, endometriosis, adenomyosis, feeling abnormal, vulvovaginal mycotic infection, asthenia, memory impairment, skin disorder, somnolence, uterine inflammation, palpitations, blood pressure decreased, urine odour abnormal, pain, arthralgia, blood pressure increased and oropharyngeal pain outcome was unknown, the procedural headache, fatigue, weight increased and rash had not resolved and the dermatitis allergic, abdominal pain, abdominal distension and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, blood pressure decreased, blood pressure increased, dermatitis allergic, device expulsion, dyspareunia, endometrial ablation, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, headache, memory impairment, migraine, mood swings, muscle spasms, nausea, oropharyngeal pain, ovarian cyst, pain, palpitations, procedural headache, rash, rash pruritic, skin disorder, somnolence, urine odour abnormal, uterine inflammation, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was inserted successfully. She tolerated the procedure well date(s) of removal: (B)(6) 2015, (B)(6) 2016 the patient denies fever chills, nausea, and vomiting diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: tubes were occluded. Pregnancy test - on an unknown date: results: negative. Diagnostic results: current weight (B)(6) . Approximate weight at the time of essure placement (B)(6) concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: rashes, headaches, nickel allergy, pelvic pain., endometriosis, adenomyosis, fungal infection, ovarian cyst. Concerning the injuries reported in this case, the following one was reported via social media: ropharyngeal pain. Lot number: c91772 manufacturing date: 2014-08 expiration date: 2017-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fundus") in a 42-year-old female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: testosterone pellets. Concurrent conditions included metabolic disorder, hormonal imbalance, uterine bleeding (ablation on (B)(6) 2015), mammogram abnormal and metabolic disorder. Concomitant products included metformin for metabolic disorder as well as colecalciferol (vitamin d3), exenatide (byetta), fluconazole, lisinopril, progesterone, testosterone (testosteron) and thyroid (armour thyroid). On an unknown date, the patient started estrogen nos at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device") and abdominal pain ("abdominal pain/cramp"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: pruritic"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced procedural headache ("headache"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes describe: tah resulted in need for hrt"), rash ("allergic or hypersensitivity reaction type: rashes / peri-oral rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("abdominal bloating"), muscle spasms ("cramping"), dermatitis allergic ("allergic rash"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and feeling abnormal ("brain fog"). The patient was treated with surgery ((B)(6) 2015 bilateral salpingectomy, (B)(6) 2016 total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, hormone level abnormal, female sexual dysfunction, migraine, headache, pruritus, nausea, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased, ovarian cyst, endometriosis, adenomyosis and feeling abnormal outcome was unknown, the procedural headache had not resolved and the rash, abdominal pain, abdominal distension, muscle spasms and dermatitis allergic had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, dermatitis allergic, device dislocation, device expulsion, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, headache, hormone level abnormal, migraine, muscle spasms, nausea, ovarian cyst, procedural headache, pruritus, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubes were occluded. Current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporter information, other relevant history, product information, concomitant drugs, events- hormonal changes describe: (tah resulted in need for hrt), allergic or hypersensitivity reaction type: rashes), apareunia (inability to have sexual intercourse), migraines, headaches, malposition of essure device location of device: fundus), rashes or skin conditions type: pruritic, nausea, nickel allergy, dyspareunia (painful sexual intercourse), expulsion of essure device, pain, vaginal discharge, fatigue, weight gain, abdominal pain/cramp, abdominal bloating, cramping, allergic rash, brain fog, ovarian cyst, endometriosis, adenomyosis added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("total hysterectomy/ ablation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural headache ("headache"). Essure was removed on (B)(6) 2016. At the time of the report, the hysterectomy outcome was unknown and the procedural headache had not resolved. The reporter considered hysterectomy and procedural headache to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.